Event description:
Medwatch report from uf states: "pt was post-up with an epidural for pain control. As pain was increasing, catheter was examined and found to have sheared at mid-back. Pt was coagulopathic, so the catheter half still (remaining) in the epidural space was not removed until coags (abr) were normal."